Manufacturer narrative:
Device was not returned for evaluation, however pictures and lot number were provided. The device history record and analysis results were reviewed. All samples passed acceptance criteria and there were no non-conformances related to the failure in the reported complaint. Investigation into the lot found that it was manufactured in 2020 and this is the first complaint reported for this failure mode. The most likely root cause is from the loading of the product into the pouch, causing the needle to protrude through the film. Aspen will continue to monitor this issue and take action should a trend be determined. If additional relevant information is identified, a supplemental report will be submitted with that relevant information.

Manufacturer narrative:
Aspen surgical received a report from the end user indicating that needle tips were found protruding through the packaging creating a break in sterility. The actual device is not available for evaluation. Pictures were provided, along with manufacturing lot number information for review. If any additional relevant information is identified in the future, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the end user indicating that surgical needles had poked through their packaging, causing a breach in the sterile package. No injury or death was reported. This is entered in our complaint system as (B)(4).